Manufacturer narrative:
H10: the actual device was not available. However, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted, the photograph showed residual fluid contained inside the device bladder, which suggested an under infusion may have occurred. Due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion via a peripherally inserted central catheter (PICC) line. There was a "higher than normal amount" of solution remaining the device. The device had been filled with doxorubicin 80mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.